Manufacturer narrative:
Visual assessments of the device showed no suture or ts remain on the insertion needle, however t2 was returned for evaluation. Examination of t2 showed it to be damaged. The actuator is in its t2 post deployment position indicating a complete deployment. The needle is bent. No root cause related to the manufacturing process can be established.

Event description:
It was reported the fast-fix curved needle delivery system t2 can't be deployed. A back up device was utilized to complete the procedure. No patient injury or complications were reported.